Manufacturer narrative:
(B)(4). D10 - concomitant medical products: 00598603702 - tibial component - 64900481. 00599601551 - femoral component - 65420128. 66017569 - palacos bone cement r+g 60811070. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported by the patients' legal counsel that a claim has been filed for an alleged defective knee. The patient underwent a revision surgery approximately 2 years post implantation. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d2; e1; g1; g3; g6; h1; h2; h3; h4; h6; h10 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.